Event description:
It was reported that the ilet pump¿s touchscreen cracked after the user bumped the device into a machine while at work, resulting in a nonfunctional screen that could not be unlocked, though insulin dosing continued and blood glucose remained unaffected. Symptoms included no injury or adverse clinical effects. Outcomes included interruption of normal device interaction and the need for device replacement while therapy continued on the existing pump. Investigation included complaint intake, device use assessment, and coordination for device return. Investigation of this case revealed physical damage to the touchscreen consistent with external impact, resulting in impaired user interface function while core dosing function persisted. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to external impact.